Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found the right ventricular lead was not capturing at high output and was not sensing at the most sensitive setting. The patient presented for lead revision on (B)(6) 2019. During revision, fluoroscopy testing found the lead was dislodged. The lead was successfully repositioned on (B)(6) 2019. The patient was stable before, during, and after the procedure.